Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory but could not be reproduced. The device was tested on the bench and no anomalies were found in addition to restoring rf communication. No anomalies were found that could help determine the cause of backup operation occurring in the field. The cause of the bvvi was determined to be por related but undetermined what triggered it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. After unpacking the pacemaker prior to procedure, the physician reported no low voltage output, loss of radiofrequency telemetry, and backup vvi mode. The physician replaced the device for the procedure.